Manufacturer narrative:
(B)(4). Concomitant products: jgrknt 1.5mm #2 mb sngl pn912031 lnp05916; jgrknt 1.5mm #2 mb sngl pn912031 lnp04673. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent anterior stabilization of the left shoulder. During the procedure, as the surgeon attempted to transfer the suture through the labrum, the wire lasso would not travel within the instrument to capture the suture. The procedure was completed using another instrument. No patient impact was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).